Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, pelvic organ prolapse operation was performed, and a balloon was inserted at operation. After that, urine output was low and intravenous drip was added, but it was ineffective, so reported to the doctor. Echocardiography showed urine retention in the bladder, but there was no outflow even after repositioning the balloon catheter, so the catheter was replaced. Thereafter, there was no problem with outflow of urine. After removal of the catheter, the catheter was found to be leaked. Additional intravenous infusion was given due to inability to drain urine in the bladder. Patient discomfort due to additional intravenous infusion. Patient pain due to catheter change and balloon exchange done.

Manufacturer narrative:
(B)(4) field action has been initiated by bd (us notification date (B)(6) 2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is unconfirmed. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. Filled drainage funnel with mbs to determine with blockage point was present. No blockage was present in the drainage funnel as solution was filled in the drainage lumen and flowed out eyelets with no difficulty. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed, a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, pelvic organ prolapse operation was performed, and a balloon was inserted at operation. After that, urine output was low and intravenous drip was added, but it was ineffective, so reported to the doctor. Echocardiography showed urine retention in the bladder, but there was no outflow even after repositioning the balloon catheter, so the catheter was replaced. Thereafter, there was no problem with outflow of urine. After removal of the catheter, the catheter was found to be leaked. Additional intravenous infusion was given due to inability to drain urine in the bladder. Patient discomfort due to additional intravenous infusion. Patient pain due to catheter change and balloon exchange done.

Event description:
It was reported that on 31jan2025, pelvic organ prolapse operation was performed, and a balloon was inserted at operation. After that, urine output was low and intravenous drip was added, but it was ineffective, so reported to the doctor. Echocardiography showed urine retention in the bladder, but there was no outflow even after repositioning the balloon catheter, so the catheter was replaced. Thereafter, there was no problem with outflow of urine. After removal of the catheter, the catheter was found to be leaked. Additional intravenous infusion was given due to inability to drain urine in the bladder. Patient discomfort due to additional intravenous infusion. Patient pain due to catheter change and balloon exchange done.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.